Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - e0743 respiratory insufficiency.

Event description:
It was reported that an unspecified malfunction occurred. On approximately on (B)(6) 2025, the patient¿s wife stated that the patient had a seizure. The patient was brought to the hospital. The patient reportedly had multiple electrolytes imbalances and was placed on a ventilator for one day and was observed for 3 days. No event or treatment information was provided. The patient¿s wife stated that they were still trying to determine the cause of the seizure. She was also unable to confirm how the cgm was functioning during the time of the event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation could not confirm the allegation of an unknown issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was noted that on the approximate date of event, 03/02/2025, the app experienced over 16 hours of signal loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.